Manufacturer narrative:
Batch review performed on 06 february 2018, lot 090930: (B)(4) items manufactured and released on 27 april 2009. Expiration date: 2014-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection about 7 years after primary. The pathogen is unknown. The washed out the knee and swapped the insert.